Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 09/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: during investigation, the up, down, ok and contrast buttons were under responsive to user presses. The keypad was removed and there was no damage to the button contacts or keypad flex cable. The pump was opened and there was moisture corrosion found on the keypad connector and printed circuit board. There were no moisture found in the battery compartment.